Event description:
It was reported that the customer received a battery out limit alarm and was unable to clear due to the buttons on the insulin pump being unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery test alarms or battery out limit alarms were noted during testing. The insulin pump passed the displacement test and the off no power test and had operating currents within specification. Intermittent button response was noted from the down arrow button due to corroded keypad traces. Moisture damage was noted to the liquid crystal display board. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a missing end cap sticker.